Manufacturer narrative:
D10 concomitant product: sigcir28mt, ts 2.0 sigcir28mt circ. 28mm med/thick (lot#n5d1681uy); sigphandle, sig power sigphandle handle (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic assisted low anterior resection, after firing the  powered circular stapler to create the anastomosis but prior to removal from the rectum, several issues were observed. The surgeon attempted to use the irrigation channel to blow air into the colon to check for a leak. Upon removal of the device, it was noted that the tilt top anvil was not fully extended and not tilted. Further inspection revealed that the reload cartridge (purple 28) had migrated away from the fully locked position it was in before insertion, and the tilt of the anvil was not visible due to the migration of the reload off the distal tip of the powered circular adapter. Additionally, during clamping, the device displayed a caution message for high pressure multiple times, requiring pauses and re-clamping until it reached 100% and was able to fire.